Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device using the pre-close technique prior to an unspecified interventional procedure. Reportedly, the needles did not fix correctly, and the sutures did not come out. The sutures of a new proglide device was successfully pre-placed. The sheath was upsized to a large bore sheath and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿needles did not fix correctly, and the sutures did not come out¿ was confirmed. Additionally, the guide was separated. Follow-up with the account was performed to determined when the guide separation occurred; however, no information was received. Therefore, a conclusive cause of the guide separation cannot be determined. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: return device analysis identified a guide separation. Attempts for follow-up with the account on when the separation occurred were unsuccessful. No additional information was provided.